Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the trailing haptic of the c-flex aspheric 970c iol broke during implantation. No further information on the reported event has been made available to rayner at this time. It is not clear from the information provided whether the device subject to this report has been retained. No device has been received by rayner for inspection. Rayner are working to obtain additional information on the event report and are trying to ascertain the current location of the device. It is not possible to determine the root cause of haptic breakage at this time due to the limited amount of information available. Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (march 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4).

Event description:
Rayner intraocular lenses ltd. Received notification of an event from a (B)(6) healthcare facility that occurred during use of a c-flex aspheric 970c iol. The event description provided states that the trailing haptic broke during implantation.